Event description:
The customer reported that profile failed symmetry with no interlocks. No patient misadministration occurred.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.